Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("periods were worst ever") and breast cyst ("breast ultrasound on left breast. There is something there but they are sure if it is just a cyst.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), breast cyst (seriousness criterion medically significant), chest pain ("constant pain/cramp on my left side under my rib. Feels like I just ran a marathon") and breast pain ("breasts both hurt all the time"). The patient was treated with surgery (she had hysterectomy in 2009). Essure treatment was not changed. At the time of the report, the menstrual disorder, breast cyst, chest pain and breast pain outcome was unknown. The reporter considered breast cyst, breast pain, chest pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: something abnormal. Ultrasound breast - on an unknown date: there is something there/ might be cyst. Concerning the injuries reported in this case, the following one/ones were reported via social media: breast cyst, breast pain, chest pain and menstrual disorder. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of menstrual disorder ("periods were worst ever") and breast cyst ("breast ultrasound on left breast. There is something there but they are sure if it is just a cyst.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), breast cyst (seriousness criterion medically significant), chest pain ("constant pain/cramp on my left side under my rib. Feels like I just ran a marathon") and breast pain ("breasts both hurt all the time"). The patient was treated with surgery (she had hysterectomy in 2009). Essure treatment was not changed. At the time of the report, the menstrual disorder, breast cyst, chest pain and breast pain outcome was unknown. The reporter considered breast cyst, breast pain, chest pain and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): mammogram - on an unknown date: something abnormal. Ultrasound breast - on an unknown date: there is something there/ might be cyst. Concerning the injuries reported in this case, the following one/ones were reported via social media: breast cyst, breast pain, chest pain, and menstrual disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case was identified as a duplicate of case (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.